Event description:
Information received indicated fluid ingress was found in the mattress.

Manufacturer narrative:
The hill-rom technician installed a ticking revitalization kit to resolve the issue.